Manufacturer narrative:
It was reported that the patient experienced a controller fault alarm. The controller was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of the manufacturing documentation confirmed that the associated device met all requirements for release. The reported event was confirmed via review of the controller log files, which revealed four controller fault alarms logged on (B)(6) 2016. The controller fault alarms were of type sys_uic_aps_fail, indicative of a leaky diode on the active power selection (aps) circuit. The aps circuit manages the selection of the active power source. When the main integrated chip senses that the current from the aps circuit is outside the normal or expected range, a controller fault alarm is triggered. The alarm does not affect the electrical connection between the controller and power sources. The most likely root cause of the reported event can be attributed to a leaky diode in the aps circuit. Heartware is investigating leaky diodes in the aps circuit. Per the instructions for use (IFU): the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported that while a patient was staying at an acute care rehabilitation facility, the patient had a "controller fault" alarm. The patient had no symptoms and tolerated controller exchange well.